Event description:
It was reported that the patient had surgery to re-secure her generator shortly after having a seizure. The surgeon indicated that he had observed that her neck incision had become slightly dehisced and that the suture on the generator was no longer securing it which caused it to flip in the pocket. The surgeon resutured the neck incision and generator. There is no suspected device failure.